Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the registered nurse (rn) spiked a new bag of versed and came back around 45 minutes later to an air-in-line alarm. The rn saw that the new bag of versed was empty, the tubing was leaking, and that there was medication on the floor. The tubing was noted to have air bubbles in it below the pump but the device had alarmed before the bubbles reached the patient. There was patient involvement but no harm.

Event description:
It was reported that the registered nurse (rn) spiked a new bag of versed and came back around 45 minutes later to an air-in-line alarm. The rn saw that the new bag of versed was empty, the tubing was leaking, and that there was medication on the floor. The tubing was noted to have air bubbles in it below the pump, but the device had alarmed before the bubbles reached the patient. There was patient involvement but no harm. Although requested, additional information was not provided, and product was not returned to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem.